Event description:
It was reported that during a lobectomy procedure, the firing trigger was not activated when firing process attempted. No adverse patient consequences were reported.

Manufacturer narrative:
(B)(4). Cartridge pan dislodged. Additional information was requested and the following was obtained: on what tissue type was the device used? Lung. At what location on the tissue? Around apex. During which stroke did the event occur? First stroke. What color cartridge was being used? Blue. What other color cartridge was used? None. Was buttressing material utilized? No if so, which product? Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No if so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No the analysis results found that one device was returned with no visual non-conformances; a reload pan was found lodge inside the channel. The pan was removed from the channel and the device was tested for functionality in the articulated position with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were note to have the proper b-formed shape. While no conclusion could be reached as to how the pan became dislodge from the reload, in addition it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.